Event description:
It was reported the hand piece is being returned because it gives a constant tone even with a test tip when activated. The caller stated the hand piece gets excessively warm when activated for an extended period of time.